Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of flank pain on (B)(6) 2016, cholecystectomy in 2002 and menses irregular with excessive bleeding, depression, anxiety, prolonged menses, vaginal bleeding, parity 4 and multigravida. Previously administered products included: mirena, depo-provera and oral contraceptive nos. Concurrent conditions were listed as right lower quadrant pain since (B)(6) 2016 and metrorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 392 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with prophylactic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: normal appearing endometrial cavity, 2 trailing coils on right and 5 trailing coils on left fallopian tube,. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on 29-dec-2016: visualized portions of the heart and lung bases are normal. There is a hiatus hernia with air reflux. The liver is normal. The spleen is minimally enlarged. There are no focal splenic findings. Normal pancreas and bile ducts. There is been a cholecystectomy. Normal adrenal glands. There is a no obstructing lower pole right renal calculus. The calculus is punctate. No other nephrolithiasis. Renal cortices are normal. No hydro nephrosis. Ureters are not dilated. There are pelvic calcifications in the region of both distal ureters which most likely represent phleboliths. Bilateral tubal occlusive devices are noted. There is a calcification in the right dependent pelvis which is either adjacent to the serosal surface of the bladder or is within the bladder. This could represent a bladder stone or a phlebolith. There is a periumbilical hernia containing only fat. There are no retroperitoneal masses. There is no focal bowel wall thickening or distention . The appendix is not identified but there are no secondary findings of appendicitis [computerised tomogram pelvis] on (B)(6) 2016: the appendix is not identified but there are no secondary findings of appendicitis. There is a punctate nonobstructing right renal calcification. No hydronephrosis or hydroureter. There is a punctate calcification in the region of the distal ureter and there is a punctate calcification in the region of the dependent bladder. These may represent phleboliths but nonobstructing ureteral calculus and bladder stone are not excluded. Mild splenomegaly. [Hysterosalpingogram] on (B)(6) 2016: findings: the uterus and cervix are normal in appearance. Neither tube filled. Impression: bilateral tubal occluson. [Pathology test] on (B)(6) 2017: 122 g, 8.2 x 6.2 x 4.5 cm uterus with attached 6.5 cm in length by 0.5 cm in diameter right fallopian tube and 6.6 cm in length by 0.7 cm in diameter left fallopian tube. The myometrium averages 2.5 cm thick. No masses or lesions seen. Within the cornu the coiled metallic devices are identified that are extending into the fallopian tubes. The serosa is tan-pink and smooth. The fallopian tubes have unremarkable (with the exception of the coiled metallic devices) stellate, pinpoint lumina. [Ultrasound scan] on (B)(6) 2017: she has an outside us that shows: uterus measures 8.5 cm x 3.2 cm x 5.2 cm and is normal in its echotexture. Echogenic tubal occlusion devices are seen at the cornual region bilaterally. She denies any dysphasia or dysuria. No urinary incontinence. No recent illness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of flank pain on (B)(6) 2016, cholecystectomy in 2002 and menses irregular with excessive bleeding, depression, anxiety, prolonged menses, vaginal bleeding, parity 4 and multigravida. Previously administered products included: mirena, depo-provera and oral contraceptive nos. Concurrent conditions were listed as right lower quadrant pain since (B)(6) 2016 and metrorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 392 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy with prophylactic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: normal appearing endometrial cavity, 2 trailing coils on right and 5 trailing coils on left fallopian tube,. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: visualized portions of the heart and lung bases are normal. There is a hiatus hernia with air reflux. The liver is normal. The spleen is minimally enlarged. There are no focal splenic findings. Normal pancreas and bile ducts. There is been a cholecystectomy. Normal adrenal glands. There is a no obstructing lower pole right renal calculus. The calculus is punctate. No other nephrolithiasis. Renal cortices are normal. No hydro nephrosis. Ureters are not dilated. There are pelvic calcifications in the region of both distal ureters which most likely represent phleboliths. Bilateral tubal occlusive devices are noted. There is a calcification in the right dependent pelvis which is either adjacent to the serosal surface of the bladder or is within the bladder. This could represent a bladder stone or a phlebolith. There is a periumbilical hernia containing only fat. There are no retroperitoneal masses. There is no focal bowel wall thickening or distention . The appendix is not identified but there are no secondary findings of appendicitis [computerised tomogram pelvis] on (B)(6) 2016: the appendix is not identified but there are no secondary findings of appendicitis. There is a punctate nonobstructing right renal calcification. No hydronephrosis or hydroureter. There is a punctate calcification in the region of the distal ureter and there is a punctate calcification in the region of the dependent bladder. These may represent phleboliths but nonobstructing ureteral calculus and bladder stone are not excluded. Mild splenomegaly. [Hysterosalpingogram] on (B)(6) 2016: findings: the uterus and cervix are normal in appearance. Neither tube filled. Impression: bilateral tubal occlusion [pathology test] on 16-may-2017: 122 g, 8.2 x 6.2 x 4.5 cm uterus with attached 6.5 cm in length by 0.5 cm in diameter right fallopian tube and 6.6 cm in length by 0.7 cm in diameter left fallopian tube. The myometrium averages 2.5 cm thick. No masses or lesions seen. Within the cornu the coiled metallic devices are identified that are extending into the fallopian tubes. The serosa is tan-pink and smooth. The fallopian tubes have unremarkable (with the exception of the coiled metallic devices) stellate, pinpoint lumina [ultrasound scan] on (B)(6) 2017: she has an outside us that shows: uterus measures 8.5 cm x 3.2 cm x 5.2 cm and is normal in its echotexture. Echogenic tubal occlusion devices are seen at the cornual region bilaterally. She denies any dysphasia or dysuria. No urinary incontinence. No recent illness quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.